Event description:
Tube pulled out of airway and occluded when pt was turned for a routine procedure. Pt was reintubated with the same tube, held in place with twill tape wrapped around the tube, flange and locking pin.